Event description:
During an ablation procedure, it was reported that the user fired laser for approximately 45 seconds with no observed heating. The clinical specialist checked connections and noticed probe to portable connector module coupler was not fully seated. Probe connection and laser connector on portable connector module were stuck together from heating at the connection site. Monteris clinical specialist replaced fiber optic cable and e2k to e2k connector with backups that were onsite, and the surgeon replaced probe. Once these steps were completed, procedure proceeded as expected with no further issue.